Event description:
It was reported that the patient experienced a near collapse event while driving her car. The device was checked and no anomalies were noted. The patient experienced pocket stimulation and concern was expressed about the condition of the ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention has been done.